Event description:
The customer contacted baxter's technical service center to report a label issue with the transfer set found before use. The customer stated the pouch did not have printed information, an expiration date of sterility nor the sterilization used. The product has not been used in any patient. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: baxter received one picture of an unopened pouch in reference to the reported label issue. There was no sterilization or expiration date entered on pouch. This code does not require the sterilization or expiration date to be entered on pouch. A review of all batch record documents was performed with no issues noted during the manufacturing process. The product meets current specification for the labeling. The reported issue was not confirmed. The cause was determined to be customer dissatisfaction.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.